Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was report to vyaire that the revel ventilator experienced a blower demand failure and would not provide ventilation to a patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was not able to confirmed the reported issue. Unit passed all bench testing procedure. Unit meet all factory specification and standard.